Event description:
The report indicated that the customer had been taken to the hospital "due to dehydration and high bgs with large ketones." She was wearing an active pod while at the hospital; insulin delivery was suspended in order to administer insulin via IV drip. The next morning after insulin delivery had been resumed, her bg levels began to escalate (to 239 mg/dl); a correction bolus was immediately administered. Two hours later, however, her levels had risen to 416 mg/dl. Later that night she "started to feel sick again." The pod was removed and a new one was activated. The customer was still in the hospital with an active pod on at the time of the call; her bg level was 253 mg/dl. She had been kept overnight for monitoring and to "try to get her bg ranges where they should be." The pod will be returned for evaluation.

Manufacturer narrative:
The pod involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No specific device issue was reported. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency. Without the pod returned for investigation, we are unable to confirm any device issue that may have caused or contributed to the customer's high bg levels.